Event description:
It was reported to the customer by the respiratory staff that the unit failed to deliver proper oxygen (o2). The respiratory therapist informed the biomed that this scenario occurred with 3 ventilators where the devices stopped providing high flow therapy (hft) to the patient and during the event the patients oxygen saturation (spo2) level dropped. No alarm conditions were reported to the biomed. The device was in clinical and therapeutic use at the time of the event in question. The sequence of events was reported as follows: during therapeutic delivery of high flow therapy via the v60 ventilator, the device was noted to have failed to deliver the prescribed oxygen and/or flow setting. The v60 ventilator (device 1: serial number (B)(4)) was removed from service and replaced with a backup v60 ventilator (device 2: serial number unspecified). Upon therapeutic application, it was noted that device 2 experienced the same issue as device 1. Device 2 was subsequently replaced with device 3 (serial number unspecified). Upon therapeutic application of device 3, it also experienced the same issue as noted with the previous two devices. Device 3 was subsequently removed from the patient and unspecified adjustments were made to device 2 and it was placed back on the patient and upon initiation of therapy, it was noted to have performed appropriately without the recurrence of previously noted issue. During the events it was reported the patient¿s saturation of peripheral oxygenation (spo2) was noted to have decreased to an unspecified extent. Upon reinitiating of therapy with device 2, no further harm or injury was reported with resolution of the patient¿s spo2 decrease. The failures of device 2 and device 3 will be documented in separate complaint records. Device 1 (serial number (B)(4)) was removed from service and was evaluated by an institutional biomedical engineer. Performance verification was conducted on device 1 with no failure or malfunctions to perform to the manufacturer declared specifications. The device¿s diagnostic report was retrieved as per request of a philips remote service engineer. Review of the diagnostic report and analysis for device 1 found multiple occurrences of diagnostic code 122d, which is a high flow therapy alarm condition of ¿cannot reach target flow¿. As per the v60 plus user manual, alarm condition ¿cannot reach target flow¿ occurs when the targeted flow cannot be achieved. Corrective actions are listed as: to check the patient circuit for an occlusion, kink, blocked tubing, secretions, or condensation in the circuit. Check the high flow therapy patient interface for blockage or displacement from the patient circuit. Check the high flow therapy patient interface for blockage or displacement from the patient circuit. Check that the nasal cannula size is appropriate for the flow setting. Check that an occlusive interface is not in use (e.g., a cannula fully sealed within the nares, an niv mask, or direct connection to an ett/ trach). Check for patient movement, positioning, or coughing that may lead to increased resistance in the gas pathway. Based upon this investigation and a performance evaluation conducted by the biomedical engineer on device 1, the device performed to manufacturer device specifications. Based on the information provided, there was no malfunction of the device or a failure to perform per specifications. Based on the review of the diagnostic report received, the device was behaving as intended when it alerted the user with the cannot reach target flow alarm. The cannot reach target flow (122d) alarm message is an expected device behavior when the device cannot reach a targeted flow.